Event description:
It was reported by the patient that the indirect decompression implant spacer caused a worsening of his spinal stenosis. The patient also reported having pain in his ankles, legs and buttocks. The patient underwent another non-device related surgical procedure and it was speculated that the indirect decompression spacer may have been explanted at that time. No further information has been able to be obtained regarding this event or the device despite good faith efforts.